Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, device has not been received. A follow up report wil be submitted with failure investigation results should the device be received for evaluation. The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4).

Event description:
The customer reported a child was able to remove the rubber bung from the IV set. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.